Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Blood glucose level was 134 mg/dl. Reportedly, a cartridge change was performed to address the issue. Multiple attempts were made by tandem¿s technical support to ensure the altitude alarm cleared; however, no additional information regarding this event was provided.